Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. According to the user's mother, the implant damage was first noticed during the fitting procedure of the speech processor on 07feb2025. The user has been reimplanted.

Event description:
Hearing performance with the device is affected. According to the user's mother, the implant damage was first noticed during the fitting procedure of the speech processor on (B)(6) 2025.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. According to the user's mother, the implant damage was first noticed during the fitting procedure of the speech processor on (B)(6) 2025. The user has been reimplanted.